Event description:
The customer reported that the insulin pump erased the time and date during normal use and then alarmed after entering the time and date back into the device. The customer stated that she attempted to deliver insulin several times and the screen went blank. Troubleshooting was performed. Assisted the customer to run the displacement test and the test failed. Advised the caller to revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump had blank display due to broken solder joint on interface board. Unable to test for alarms, memory anomaly and unexpected reset or perform the displacement test and excessive no delivery test due to blank display. Motor passed motor test. The insulin pump had a scratched display window.